Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported on (B)(6) 2017 during intra-aortic balloon (iab) insertion on ami patient, the iab was difficult to insert and unable to be advanced. Replaced iab to continue therapy. Moderate tortuosity was noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
Correction- initial reporter changed to: health professional; (B)(6). Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was not returned for evaluation. One kink was found on the catheter tubing near the y-fitting approximately 75.9cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was able to be cleared. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported on (B)(6) 2017 during intra-aortic balloon (iab) insertion on ami patient, the iab was difficult to insert and unable to be advanced. Replaced iab to continue therapy. Moderate tortuosity was noted in the patient vessel. No patient injury was reported.